Event description:
Device issue: none. Adverse event: thrombosis requiring medical intervention. Time of ae: seven days post procedure. It was reported that after pre-dilatation, two xience v stents were successfully implanted in the proximal and mid circumflex (cx) arterial lesions on (B) (6)2010. On (B) (6)2010, st elevation was noted. A total occlusion was found in the left anterior descending (lad) artery, treated with a bare metal stent. Thrombosis occurred in both xience v stents, treated with aspiration. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4): in this case, there was no reported product deficiency. The reported patient effects of thrombosis and electrocardiographic alteration (EKG/ECG changes), as listed in the product instructions for use (IFU), are known adverse event associated with coronary stenting procedures. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other xience v stent referenced is being reported under this same medwatch report number.